Manufacturer narrative:
The manufacturer is waiting for the arrival the pump.

Event description:
The user reported that the pump had a door issue or a calibration issue. "700272 has been sitting on my desk for a while, so I am unsure who put it there or why. One of our nurses did just mention that she thinks it was because when an IV bag was hung, and the door closed, it continued to flow freely. Again, I'm not certain of this. Patients were involved, but during programming the issues were noticed." No patient injury or harm occured for this case.

Manufacturer narrative:
The user-reported flow rate issue was not confirmed .the device was found to have a flow rate accuracy of 2.21%, which was within the +/-5% specification. The user-reported door issue was confirmed. The device was found to have a battery outside of warranty and a grinding door latch. The device was repaired and tested to meet all specifications on 07/14/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00228).